Manufacturer narrative:
The clips remains in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects of death and serious injury reported in the article are captured under separate medwatch reports. Attachment: article titled, one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair.

Event description:
This is being filed to report the clip detaching from one leaflet. This was a study comparing the pascal and the mitraclip systems for mitral valve transcatheter edge-to-edge repair (teer). The primary endpoints assessed were procedural success [as defined by the mitral valve academy research consortium (mvarc)], residual mr, functional class, and a composite endpoint comprising death, heart failure hospitalization, and mitral valve re-intervention. Additional adverse effects noted with the mitraclip device included partial clip detachment. The study concluded that in high-risk patients with severe mr undergoing mv teer with the mitraclip or pascal device, procedural safety, efficacy, and clinical improvement after 1 year are comparable. Details are listed in the attached article, titled one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported positioning failure and single leaflet device attachment could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.e1 - first/middle/last name, title updated from "unk" to "(B)(6)." E3 - occupation updated from na to "physician".